Event description:
It was reported the device was sent in for repair, no additional information was provided. There was unknown patient involvement.

Manufacturer narrative:
E1: phone: (B)(6). B3: unknown. One device was received for evaluation. Visual inspection found a broken battery compartment and a bubbled dso seal. There was no evidence in the event history log. As the reported problem is unknown, functional testing was unable to verify or duplicate the issue. Functional testing revealed the device failed the delivery accuracy test. The most probable root cause is from the damaged battery compartment, bubbled dso seal, and the expulsor. The battery compartment and the dso seal were replaced, the expulsor was sanded down. The service history review identified no indication that the complaint was related to a service of the device within the review period.